Manufacturer narrative:
Other, other text: evaluation results: one cadd ms3 pump was returned for investigation in used condition. They keypad and labels were intact. The customer reported product problem (failure to fill) was not evidenced in the event history log. During functional testing, the investigator was unable to replicate the customer stated problem. The investigator was able to complete the filling. The pump program was then run for an extended period of time. No problems were observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pumps software was reinstalled as a preventative measure.

Manufacturer narrative:
Other, other text: a1-4: additional information was received which includes patient demographics. B3: additional information was received about the event date.

Event description:
It was reported that the smiths medical cadd ms3 pump was not allowing to fill tubing. No adverse effects reported.